Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist 45 stapler stopped working properly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the jaws of the stapler were not working properly which caused the device to malfunction which resulted in the staplers not firing. The stapling issue did not cause the reload to become stuck on tissue, nor were there any stapled missing from the staple line or holes or gaps observed within the staple line. The issue was resolved by utilizing a backup stapler. There was no bleeding observed on the staple line due to the reported stapler issue. The bleeding observed was normal and expected as part of the procedure. There was no unplanned tissue removal. Patient demographic information was not provided.